Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two years prior, the right ventricular (rv) lead was replaced due to high thresholds. Now, the current rv lead pacing impedance jumped to high values and noise was observed as non-sustained ventricular tachycardia with artifacts. The current rv lead was extracted and the previous rv lead could not be extracted as it was broken at the superior vena cava (svc) coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.